Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose level of 249 mg/dl, and received a low blood glucose (bg) reminder on the pump. The customer reported not experiencing a low bg level at the time of the event. Reportedly, the customer had mistakenly entered a low bg value into the bolus menu of the pump when attempting to program a bolus. The customer reported having backed out of the screen without completing the bg entry.